Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that every 15 minutes the alarm goes off with no delivery. The customer was assisted with performing a 5.0u fixed prime. The customer stated that the insulin did exit. The customer was able to remove the set at the time to examine the cannula. The customer stated that the cannula is bent. The customer was advised to change the entire infusion set, cannula, new tubing and reservoir.